Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and a loss of consciousness. The patient's blood glucose value rose to 1,300 mg/dl. The patient alleged that the high blood glucose level was due to a viral infection. The patient reported that he fell unconsciousness and was taken to the hospital the next morning. Additional symptoms included fatigue, dry mouth and vomiting. The patient reported being intubated. At the time of reporting this event, the patient was still in the hospital and awaiting diagnosis. The patient was not aware if the pod was worn at the time of the event.